Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization/intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced hypoglycemia while already in the hospital for another medical event. The patient's blood glucose (bg) levels dropped to 34 mg/dl while wearing the pod between 4 and 24 hours. Mother reported that after a slow drip insulin was removed and this pod was applied, a bolus was soon delivered and caused patient's bg levels to decrease. The pod was removed and patient was treated with carbohydrates and sugars. Patient remained hospitalized at the time this event was reported.